Manufacturer narrative:
(B)(4) the customer returned one nitinol guide wire for evaluation. No obvious signs of use were observed. The needle associated with this complaint was not returned. Visual analysis revealed that one kink is located towards the distal end, which confirms the customer report. Microscopic examination confirmed the kinking. The distal weld was full and spherical. No other defects or anomalies were observed. The kink in the guide wire measured 125 cm from the proximal end. The guide wire total length measured 130cm, which is within the specifications 128.75cm-131.25cm per product drawing. The guide wire outer diameter measured 0.0170", which is within the specifications of 0.0160-0.0185" per product drawing. Functional inspection of the guide wire was performed per the product instructions for use (IFU) which states, "raise thumb and pull arrow advancer approximately 4-8 cm away from introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into needle to further advance guidewire. Continue until guidewire reaches desired depth." Returned guidewire passed through a lab inventory 21 ga introducer needle. Minor resistance was observed at the location of the kink; however, the undamaged portions of the guidewire advanced through the introducer needle without resistance. A manual tug test confirmed the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "do not apply undue force on guidewire to reduce risk of possible breakage. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire" the report of a kinked guidewire was confirmed through investigation of the returned sample. One kink was located towards the distal end, which confirms the customer report; however, the needle from the reported event was not returned. The guide wire met all relevant dimensional and functional requirements. Based on these circumstances, the appearance of the kinking seems consistent with unintentional use error due to undue force; however, this cannot be confirmed without the needle also returned for analysis. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " on (B)(6) 2025, an incident occurred. When inserting a PICC line, a venipuncture was performed on the basilic vein with a metal needle, but it was impossible to insert the guidewire into the needle. The doctor then noticed a bend in the flexible end of the guidewire, which was preventing it from being inserted into the needle. After the procedure, I tried again to insert the guide into the needle, but it would not pass through the metal needle guard." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " on (B)(6) 2025, an incident occurred. When inserting a PICC line, a venipuncture was performed on the basilic vein with a metal needle, but it was impossible to insert the guidewire into the needle. The doctor then noticed a bend in the flexible end of the guidewire, which was preventing it from being inserted into the needle. After the procedure, I tried again to insert the guide into the needle, but it would not pass through the metal needle guard." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that " on (B)(6) 2025, an incident occurred. When inserting a PICC line, a venipuncture was performed on the basilic vein with a metal needle, but it was impossible to insert the guidewire into the needle. The doctor then noticed a bend in the flexible end of the guidewire, which was preventing it from being inserted into the needle. After the procedure, I tried again to insert the guide into the needle, but it would not pass through the metal needle guard." The patient's current condition is reported as "unknown".